Event description:
A distributor in (B)(4) reported that they received a box of rt040 full face masks with an rt042 product label. The mislabelled package was discovered by the distributor prior to customer distribution or patient use.

Manufacturer narrative:
(B)(4) - the complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.